Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after an infusion set change while using an ilet system, with a manual blood glucose value reaching 514 mg/dl and subsequent values remaining elevated; the user later discovered a bent teflon cannula on a 23-inch, 6 mm inset infusion set, disconnected from the pump, and administered 4 units of subcutaneous humalog as backup therapy, then received troubleshooting and education, including ketone action plan review and infusion set options. Symptoms included brain fog, thirst, and fatigue. Outcomes included no reported hospitalization, no professional medical intervention, and return to target range after reconnection and continued use. Investigation included customer interview, device use history review, and collection of infusion set lot information. Investigation of this case revealed hyperglycemia associated with interrupted insulin delivery due to a bent cannula, with the pump algorithm operating as designed and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear relative to the pump device, with the likely contributor being infusion set/cannula failure and user-managed disconnection.